Event description:
The customer reported via phone call that she received a motor error on the insulin pump. The customer's blood glucose level was 128 mg/dl at the time of this report. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was using the sensor feature and was advised a false motor error could be caused by viewing the sensor glucose graph while the device delivered a bolus. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm was noted. The unit could not be primed during priming test, due to faulty force sensor resistor. It was not possible to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window and a cracked reservoir tube lip.